Event description:
This is a follow-up for the initially filed MDR.

Manufacturer narrative:
The distributor confirmed on (B)(6) 2021 that the affected pump will not be returned for evaluation. The reported issue could not be confirmed.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 04/16/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 04/16/2021 and stated that "pump 700310 pump does not alarm when an infusion completes or while being programmed". The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.